Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with use of the adc device. The customer reported "phone was scanning 'glucose reading unavailable, try again in 10 minutes'" and self-treated with "small dose of insulin" (unspecified dose/type). As a result, customer experienced "not feeling well" and obtained a high sensor scan result of 10.3 mmol/l. Then, customer reported experiencing "still not feeling so great, slightly lightheaded" and obtained a high sensor scan result of 7.3 mmol/l. Customer's husband reported customer experiencing symptoms described as "began to seizure, became very rigid, jerking and non-responsive for 1-2 minutes" and "eventually became limp, was able to lay customer down on floor, sweating profusely". Customer's husband called emergency services, obtained a blood glucose reading of 2.9 mmol/l, customer had a glass of juice, and obtained a blood glucose reading 2.3 mmol/l. Customer had contact with a healthcare professional (paramedics) who provided carbs and sugar as treatment. In addition, hcp at the hospital obtained a blood glucose reading of 4.4 mmol/l and later, 9.9 mmol/l on an hcp meter. No further information was provided. There was no report of death or permanent impairment associated with this event.